Event description:
The customer stated that he tested his blood glucose and received a reading of 400 mg/dl. He retested using a one touch meter and received a reading of 100 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.